Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a sensing problem consistent with the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event. The device was explanted and replaced. No patient complications have been reported as a result of this event.